Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. Service evaluation identified depressed battery pins, unable to rebound, causing intermittent powering of the device. The cause was identified to be a failed backflex. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was identified during the service evaluation of a spectrum pump that the device powered off without user input as a result of intermittent direct current power. There was no patient involvement. No additional information is available.